Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that during cardiopulmonary bypass surgery the surgeon saw dark blood at the field, thought it should have been arterial blood. The product was not changed out. There was no harm to the pt. The surgery was completed successfully.